Manufacturer narrative:
Alarm 30 was verified. Alarm altitude issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that an altitude alarm occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was around 180-190 mg/dl.